Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "poor hygiene". The peritonitis was manifested by abdominal pain, cloudy effluent, and fever. The patient was hospitalized "for more than 10 days" for peritonitis. On an unreported date the patient was treated with cefotaxime (intraperitoneal) and cephalosporin (intraperitoneal) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from peritonitis and was discharged from the hospital. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date injun2024. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.